Event description:
It was reported that a continuous glucose monitoring sensor initially failed to pair with the ilet system for over an hour, but subsequently paired during the call. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included troubleshooting and user education. Investigation of this case revealed a transient communication or pairing issue with the cgm that resolved without intervention and did not recur during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an intermittent pairing anomaly.